Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2019. The patient¿s father reported the patient experienced a skin reaction from the sensor pod on (B)(6) 2019. The patient was evaluated at an urgent care center and provided antibiotics. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.